Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Information was provided by the physician who used a gias anchor to perform a gastropexy procedure. After the gastrostomy procedure it was noted that the anchor was imbedded in the patient's tissue. The physician reports that this was due to problem with the maintenance from the nurses and doesn't have anything to do with the device. According to the initial report, the patient did not require nor experience any additional procedures due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation / evaluation: during the course of investigation, a review of the complaint history, instructions for use (IFU), quality control (qc) and trends was conducted. No product was returned to assist in the evaluation; however, a photo image was provided. Per quality control specification; quality control personnel confirm 100% that the suture anchor is correctly loaded in needle, that the suture is securely clamped between vent plug and needle hub, and confirm the suture is not damaged. Suture between retention mechanism and anchor should be free of knots and should not be frayed. Frayed suture proximal of the suture retention mechanism is acceptable. The device is shipped with an instruction for use (IFU); which states, "while maintaining slight tension on the trailing suture, introduce the distal spring coil of the wire guide into the needle and use it to push the anchor out of the needle into the stomach cavity. Maintain slight tension on the suture during anchor introduction. Remove the introducer needle over the wire guide. With the wire guide still in position, apply traction to the suture to pull the anterior wall of the stomach against the abdominal wall." In addition, the IFU states, "while compressing the red plunger against the external gastropexy bolster, slide the external gastropexy bolster down the suture to achieve desired tension. Bolster position my be adjusted to relieve or increase tension as needed, as long as the red plunger is compressed against the bolster." The IFU also states, "note: the sutures may be left in place for two weeks while tract formation occurs, or they may be cut after gastrostomy catheter placement." Finally, in step 12, the IFU states "note: use of a single point gastropexy anchor is not recommended." Based on the information provided and the results of the investigation, the specific root cause of this complaint cannot be determined. It should be noted that the customer did imply that use of a colloid plaster during placement might have contributed to the incident. Action has been previously initiated in an effort to address and resolve this type of failure mode.

Event description:
Information was provided by the physician who used a gias anchor to perform a gastropexy procedure. After the gastrostomy procedure it was noted that the anchor was imbedded in the patient's tissue. The physician reports that this was due to problem with the maintenance from the nurses and doesn't have anything to do with the device. According to the initial report, the patient did not require nor experience any additional procedures due to this occurrence.